Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high impedances were measured at the ipg header contacts. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
The reported observation of ¿high impedance¿ was confirmed based on the session reports provided by field. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics. The original lead system was not returned. Using clinicians programmer, system impedances testing was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/ communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.